Manufacturer narrative:
The insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specification range. The insulin pump was monitored and tested with failed battery test noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 93 mg/dl. Customer stated that they received failed battery alarms several with new batteries. Troubleshoot for failed battery test alarm was performed and customer reported contacts are not missing or damaged, neither compartment nor spring are damaged or corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.